Event description:
Dr using pencil cautery with red rubber catheter attached to tip in order to give protection to surrounding tissue during a tonsillectomy. Cautery coagulation set on 12. During cauterization in pt's mouth a pop was heard and flame came from tip of pencil. Immediately removed from pt's mouth and no injury noted to pt. Red rubber cath noted to be charred.